Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D1/d4: the product information previously reported for this complaint was forwarded in error, as the wrong device was returned for this complaint. Therefore, the item#, lot#, and UDI are all being updated too unknown. D9: the device that was incorrectly returned under this complaint was identified as belonging to another complaint. Therefore, the return date is being corrected to n/a. G4: the product information previously reported for this complaint was forwarded in error, as the wrong device was returned for this complaint. Therefore, the 510k is being updated too unknown. H4: the product information previously reported for this complaint was forwarded in error, as the wrong device was returned for this complaint. Therefore, the manufacturing date is being updated too unknown. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the persona femur inserter handle broke. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.